Event description:
It was reported that the customer's archived zip files did not contain the same number of images as listed in the (B)(4) and archive database. There is a possibility that network transfer failures may prevent a series from being received completely. When this issue occurs, the series is received with an error status. However, auto archiving of the received series will still be attempted and an additional task will be added. This issue was caused by the race condition between network service and archiving service not being aligned during network errors. A customer safety advisory notice will be initiated to inform all potentially affected customers. This event occurred in (B)(6).

Manufacturer narrative:
This issue will be temporarily corrected with a software patch (already available). To permanently resolve this issue, new software, will be released. The new software will perform a detailed validation of every series that is archived. After the zip file is created the number of images, and the filenames of the images will be rechecked in the database and in the zip file. This event occurred in (B)(6).